Event description:
It was reported that when ablating left superior pulmonary vein and the farawave catheter was flower configuration. The physician tried to pull the merit wire out of the lspv to flex down and engage the lipv with the wire. The wire appeared stuck in the vein distally. It was confirmed in ice that this was not tissue entrapped with the catheter as the catheter could be moved over wire freely. The physician tried to manipulate the wire from vein and eventually decided to pull hard enough to free it up. The procedure was completed using non-bsc products. The patient was monitored for pericardial effusion, hematoma, and kept overnight for monitoring and the patient never experienced a complication. The patient is expected to fully recover. No patient complications occurred. The return status of the device is unknown.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device return is unknown at this time. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary boston scientific is unable to confirm cause of the reported clinical observation of a stuck guidewire. The device has not been received for analysis as the device was discarded; therefore, a technical analysis of the complaint device could not be completed. An image was reviewed by a boston scientific quality engineer. It was possible to observe a guidewire but the picture was inconclusive. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave catheter confirmed that the event of additional intervention required is a known event defined in the products risk management documentation. Prolonged hospitalization is considered within the risk threshold of additional intervention required. Investigation conclusion: boston scientific has assigned an investigation conclusion code of unable to exclude device problem. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that when ablating left superior pulmonary vein and the farawave catheter was flower configuration. The physician tried to pull the merit wire out of the left superior pulmonary vein (lspv) to flex down and engage the left inferior pulmonary vein (lipv) with the wire. The wire appeared stuck in the vein distally. It was confirmed in ice that this was not tissue entrapped with the catheter as the catheter could be moved over wire freely. The physician tried to manipulate the wire from vein and eventually decided to pull hard enough to free it up. The procedure was completed using non-bsc products. The patient was monitored for pericardial effusion, hematoma, and kept overnight for monitoring and the patient never experienced a complication. The patient is expected to fully recover. No patient complications occurred. The return status of the device is unknown it was further reported the lot number and shipping info is not available. The catheter was disposed of, since this was not an issue with farawave. The patient had zero issues or complications and discharged the following day as planned.